Event description:
A malfunction was reported with the pump showing a malfunction code malf 12. There was no reported adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support and was assisted in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.